Event description:
It was reported that this pacemaker was part of the system issue due to infection and possible erosion. Reportedly, the patient advocate inquired if the communicator was able to capture that the leads came out then was referred to the doctor's clinic. No adverse patient effects were reported. The pacemaker remains implanted.